Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction could not be duplicated but there was noticeable carbon build up at the high voltage connections indicative of arcing. The connections were cleaned and regreased. The system was rested and found to be working as intended and placed back into service.

Event description:
It was reported that during a procedure the system 9800 began making a loud crackling sound. There was no adverse patient involvement reported. There was no patient information reported.